Event description:
It was reported that at device changeout, an apparent atrial lead fracture was confirmed on xray. The physician decided to stop using the lead and reprogrammed the device from ddd to vvi. No patient complications were reported as a result of this event. Additional information received reported the atrial lead was capped, and the patient is reported to have recovered.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
It was reported that at device changeout, an apparent atrial lead fracture was confirmed on xray. The physician decided to stop using the lead and reprogrammed the device from ddd to vvi. No patient complications were reported as a result of this event.